Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after a period of disconnection and while continuing to use the same infusion site; the user also reported delivering meal announcements without eating. Symptoms included elevated blood glucose and dehydration without signs of diabetic ketoacidosis or need for third-party assistance. Outcomes included continued monitoring at home without emergency care or hospitalization, with blood glucose trending down to 330 mg/dl and improving. Investigation included troubleshooting and education on site change, ketone monitoring, and appropriate meal announcement use. Investigation of this case revealed user adherence issues, including refusal to change the infusion site and off-label dosing behavior, which were addressed with counseling. It was concluded that the event was consistent with hyperglycemia of unclear cause, with contributory factors including prior disconnection and user behaviors, and that the device function could not be fully assessed in the absence of a return. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.